Manufacturer narrative:
The device was evaluated by ventec who reviewed the device's electronic records and observed data which confirmed that the reported issue of an unexpected device reboot did occur. Ventec then downloaded the latest version of device software which resolved the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the older device software version where "(B)(4)" failed to run. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records.

Event description:
It was reported to ventec that the device rebooted unexpectedly. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.